Event description:
Health care professional reported that approx 14 days post implant the pt expired due to cardiac tamponade. The valve was removed at autopsy and thrombus was noted within the right coronary cusp. No add'l info was rec'd and the valve was returned for analysis.